Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges packaging may not have been sterile. Caller reportedly experienced inflamed skin, redness, swelling and pain around the cannula site; hcp prescribed antibiotics. Alleged cannula has been discarded; no product will be returned.